Event description:
It was reported that the atrial lead was found to be non-functional at a routine device change out. The lead was dislodged, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pjn714469v the full lead was returned, analyzed and no anomalies were found. It was noted that there was body tissue/fibrotic growth on the distal conductor, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was apparent explant damage. Concomitant product: 6947 implantable tachy lead, (B)(6) 2004. (B)(4).